Event description:
It was reported that during the implant procedure the physician was unable to introduce the stylet into the implantable pacing lead. The physician alleges that the lead is defective. The lead was not used on the patient. The difficulty occurred over the sterile field. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.